Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, a nurse discovered that the steel needle and needle hub had separated during the removal of an indwelling needle from a patient. The nurse immediately reported the incident to the equipment department. No adverse harm was caused to the patient.

Event description:
Correction: duplicate of pr# (B)(4).

Manufacturer narrative:
Correction: following the submission of the initial MDR, it was determined that this complaint is a duplicate of pr# (B)(4). This complaint and the associated MDR will be void.